Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that foreign matter was found before use with a syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, "when the drug is dispensed for the patient, the syringe package is opened and a white foreign body is found at the needle hub, and a small amount of white foreign matter is also present in the needle cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, "when the drug is dispensed for the patient, the syringe package is opened and a white foreign body is found at the needle hub, and a small amount of white foreign matter is also present in the needle cap."